Manufacturer narrative:
The one device packed in the same box as the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The one box includes five devices. The loop and the handle were separated. After combining the loop and the handle, omsc verified the operation. As a result, there was nothing abnormal detected. Also, as a result of checking the manufacturing record of the subject device, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, the failure of releasing the loop might be caused that the loop was caught between the hook and the coil sheath for unspecified reason after the loop was released in the tube sheath. The instruction manual of the subject device warns; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Cross reference MFR. Report number: 8010047-2016-01425.

Event description:
During a colorectal polypectomy, two subject devices were used. Both of the two loops temporarily could not be released from the hooks of the subject devices. The doctor repeatedly pushed and pulled the slider of the subject device. As a result, both of the two loops were released from the hook. It was informed that the intended procedure was completed. It is unknown how did the doctor complete the procedure. No patient injury was reported. This is the first of two reports.